Manufacturer narrative:
The customer sent 13 randomly selected patient samples for investigation. The patient samples were tested for prolactin ii and the investigation confirmed the customer's results (except for sample ID (B)(6) with a result that was consistent with a sample mixup). Patient samples with results >324 uiu/ml were treated with polyethylene glycol (peg) and six showed abnormal results. The investigation confirmed the presence of macro prolactin in the patient samples. A general reagent issue was excluded in the investigation laboratory as the qc recovery was within specifications. The investigation determined that the customer's method comparison had a limited number of randomly selected samples. The investigation determined that the method comparison data showed that the analyzer's results correlated well with the siemens immulite results. The customer did not perform the mandatory peg pretreatment for the compared sample. Product labeling states "in case of implausible high prolactin values a precipitation by polyethylene glycol (peg) is recommended in order to estimate the amount of the biological active monomeric prolactin." The investigation did not identify a product problem.

Manufacturer narrative:
The serial number of the cobas e 801 analytical unit is (B)(6) . The patient samples were received for investigation. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys prolactin ii assay (prol) results from an unspecified number of patient samples tested on the cobas e 801 analytical unit. The questionable results were reported outside of the laboratory. The reporter performed a comparison test over the assay's entire measurement range. The aliquoted patient samples were sent to another laboratory that uses the siemens immulite analyzer (chemiluminescence laboratory method). Please refer to the attachment pt-0069285 for the table containing 19 patient samples with questionable results.